Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("had migrated all over"), device breakage ("device breakage/the essure device broke into several smaller pieces"), pelvic pain ("pelvic pain/pain: pelvic"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and oophorectomy bilateral ("oophorectomy (bilateral removal of ovaries)") in a 31-year-old female patient who had essure (batch no. B53031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill in 2008 and vaginal discharge in (B)(6) 2013. Concurrent conditions included body mass index normal and anxiety. Concomitant products included bismuth subsalicylate (pepto-bismol) from 2014 to 2017, clonazepam (klonopin) since 2016, clonazepam since 2015, ibuprofen (advil) from 2014 to 2017, medroxyprogesterone (depo provera) since 2015, ondansetron (zofran) from 2015 to 2017, pantoprazole from 2015 to 2017, progesterone and ranitidine hydrochloride (zantac) from 2014 to 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain/dysmenorrhea (cramping)"), insomnia ("insomnia"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gingival bleeding ("bleeding gums"), headache ("headaches"), chills ("chills") and migraine ("migraines"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nephrolithiasis ("kidney stones"), abdominal pain ("pain: abdomen"), weight decreased ("weight loss"), diarrhoea ("diarrhea"), the first episode of nausea ("nausea"), constipation ("constipation"), dyspepsia ("heartburn"), bladder pain ("pain: bladder"), gastrointestinal pain ("pain: gi issues"), back pain ("pain: back") and abdominal pain upper ("constant pain (stomach)"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient underwent oophorectomy bilateral (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depressed"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), kidney infection ("kidney infection"), device expulsion ("migration of essure device location of device: uterus"), the second episode of nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2015), hysterectomy (full) ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, depression, insomnia, hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, vaginal infection, female sexual dysfunction, nephrolithiasis, device expulsion, gingival bleeding, oophorectomy bilateral, abdominal pain, alopecia, vaginal discharge, fatigue, weight decreased, constipation, chills, migraine, bladder pain and gastrointestinal pain outcome was unknown, the anxiety was resolving and the cystitis, kidney infection, the last episode of nausea, diarrhoea, dyspepsia, headache, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder pain, chills, constipation, cystitis, depression, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, gingival bleeding, headache, hot flush, insomnia, kidney infection, menorrhagia, migraine, nephrolithiasis, oophorectomy bilateral, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram: in (B)(6) 2014: total bilateral occlusion. Current weight 105 lbs. Hsg test: confirmed full occlussion and proper placement. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns 31 year old patient. Her demographic details were updated. Her historical condition and concurrent condition were added. Lab data was updated. Essure indication was added. Essure removal date was updated. Concomitant medication was added. This event: the essure device broke into several smaller pieces was clubbed with device breakage. Following events were added: insomnia, hot flashes, abnormal bleeding (vaginal, menorrhagia), nickel allergy, infection (bladder/ urinary tract/vaginal): unspecified, apareunia (inability to have sexual intercourse), kidney infection, kidney stones, migration of essure device location of device: uterus, had migrated all over, nausea, bleeding gums, oophorectomy (bilateral removal of ovaries), pain: abdomen, hair loss, vaginal discharge, fatigue, weight loss, diarrhea, nausea, constipation, heartburn, headaches, chills, migraines, pain: bladder, pain: gi issues, pain: back and constant pain (stomach). She had recovered form the following events: gi issues (bloating, heartburn, nausea, diarrhoea), back pain, stomach pain, headaches and bladder infections and kidney stones. Recovering form event: anxiety. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had migrated all over'), device breakage ('device breakage/the essure device broke into several smaller pieces'), pelvic pain ('pelvic pain/pain: pelvic'), uterine perforation ('portion of essure device extruding through serosa at right cornu') and oophorectomy bilateral ('oophorectomy (bilateral removal of ovaries)') in a 31-year-old female patient who had essure (batch no. B53031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge in (B)(6) 2013 and birth control pill in 2008. Concurrent conditions included body mass index normal and anxiety. Concomitant products included bismuth subsalicylate (pepto-bismol) from 2014 to 2017, clonazepam (klonopin) since 2016, clonazepam since 2015, ibuprofen from 2014 to 2017, medroxyprogesterone acetate (depo provera) in 2016, ondansetron (zofran) from 2015 to 2017, pantoprazole from 2015 to 2017, progesterone and ranitidine hydrochloride (zantac) from 2014 to 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), dysmenorrhoea ("extreme, debilitating menstrual pain/dysmenorrhea (cramping)"), insomnia ("insomnia"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gingival bleeding ("bleeding gums"), headache ("headaches"), chills ("chills") and migraine ("migraines/ migraines / headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nephrolithiasis ("kidney stones"), abdominal pain ("pain: abdomen"), diarrhoea ("diarrhea"), the first episode of nausea ("nausea"), constipation ("constipation"), dyspepsia ("heartburn"), bladder pain ("pain: bladder"), gastrointestinal pain ("pain: gi issues"), back pain ("pain: back") and abdominal pain upper ("constant pain (stomach)") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient underwent oophorectomy bilateral (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), depression ("depressed"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), kidney infection ("kidney infection"), device expulsion ("migration of essure device location of device: uterus"), the second episode of nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2015), hysterectomy (full) ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, depression, insomnia, hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, vaginal infection, female sexual dysfunction, nephrolithiasis, device expulsion, gingival bleeding, oophorectomy bilateral, abdominal pain, alopecia, vaginal discharge, fatigue, weight decreased, constipation, chills, migraine, bladder pain and gastrointestinal pain outcome was unknown, the anxiety was resolving and the cystitis, kidney infection, the last episode of nausea, diarrhoea, dyspepsia, headache, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder pain, chills, constipation, cystitis, depression, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, gingival bleeding, headache, hot flush, insomnia, kidney infection, menorrhagia, migraine, nephrolithiasis, oophorectomy bilateral, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("had migrated all over"), device breakage ("device breakage/the essure device broke into several smaller pieces"), pelvic pain ("pelvic pain/pain: pelvic"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and oophorectomy bilateral ("oophorectomy (bilateral removal of ovaries)") in a 31-year-old female patient who had essure (batch no. B53031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill in 2008 and vaginal discharge in january 2013. Concurrent conditions included body mass index normal and anxiety. Concomitant products included bismuth subsalicylate (pepto-bismol) from 2014 to 2017, clonazepam (klonopin) since 2016, clonazepam since 2015, ibuprofen (advil) from 2014 to 2017, medroxyprogesterone (depo provera) in 2016, ondansetron (zofran) from 2015 to 2017, pantoprazole from 2015 to 2017, progesterone and ranitidine hydrochloride (zantac) from 2014 to 2017. In december 2013, the patient had essure inserted. In january 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain/dysmenorrhea (cramping)"), insomnia ("insomnia"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gingival bleeding ("bleeding gums"), headache ("headaches"), chills ("chills") and migraine ("migraines"). In february 2014, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nephrolithiasis ("kidney stones"), abdominal pain ("pain: abdomen"), weight decreased ("weight loss"), diarrhoea ("diarrhea"), the first episode of nausea ("nausea"), constipation ("constipation"), dyspepsia ("heartburn"), bladder pain ("pain: bladder"), gastrointestinal pain ("pain: gi issues"), back pain ("pain: back") and abdominal pain upper ("constant pain (stomach)"). In november 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient underwent oophorectomy bilateral (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depressed"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), kidney infection ("kidney infection"), device expulsion ("migration of essure device location of device: uterus"), the second episode of nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy (B)(6) 2015), hysterectomy (full) (B)(6) 2017)), surgery (bilateral salpingectomy (B)(6) 2015), hysterectomy (full) (B)(6) 2017)) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, depression, insomnia, hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, vaginal infection, female sexual dysfunction, nephrolithiasis, device expulsion, gingival bleeding, oophorectomy bilateral, abdominal pain, alopecia, vaginal discharge, fatigue, weight decreased, constipation, chills, migraine, bladder pain and gastrointestinal pain outcome was unknown, the anxiety was resolving and the cystitis, kidney infection, the last episode of nausea, diarrhoea, dyspepsia, headache, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder pain, chills, constipation, cystitis, depression, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, gingival bleeding, headache, hot flush, insomnia, kidney infection, menorrhagia, migraine, nephrolithiasis, oophorectomy bilateral, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - in february 2014: total bilateral occlusion current weight 105 lbs. Hsg test: confirmed full occlussion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had migrated all over'), device breakage ('device breakage/the essure device broke into several smaller pieces'), pelvic pain ('pelvic pain/pain: pelvic'), uterine perforation ('portion of essure device extruding through serosa at right cornu') and oophorectomy bilateral ('oophorectomy (bilateral removal of ovaries)') in a 31-year-old female patient who had essure (batch no. B53031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge in (B)(6) 2013 and birth control pill in 2008. Concurrent conditions included body mass index normal and anxiety. Concomitant products included bismuth subsalicylate (pepto-bismol) from 2014 to 2017, clonazepam (klonopin) since 2016, clonazepam since 2015, ibuprofen from 2014 to 2017, medroxyprogesterone acetate (depo provera) in 2016, ondansetron (zofran) from 2015 to 2017, pantoprazole from 2015 to 2017, progesterone and ranitidine hydrochloride (zantac) from 2014 to 2017. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), dysmenorrhoea ("extreme, debilitating menstrual pain/dysmenorrhea (cramping)"), insomnia ("insomnia"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gingival bleeding ("bleeding gums"), headache ("headaches"), chills ("chills") and migraine ("migraines/ migraines / headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nephrolithiasis ("kidney stones"), abdominal pain ("pain: abdomen"), diarrhoea ("diarrhea"), the first episode of nausea ("nausea"), constipation ("constipation"), dyspepsia ("heartburn"), bladder pain ("pain: bladder"), gastrointestinal pain ("pain: gi issues"), back pain ("pain: back") and abdominal pain upper ("constant pain (stomach)") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient underwent oophorectomy bilateral (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), depression ("depressed"), allergy to metals ("nickel allergy"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), kidney infection ("kidney infection"), device expulsion ("migration of essure device location of device: uterus"), the second episode of nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2015), hysterectomy (full) ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain, uterine perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, depression, insomnia, hot flush, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, vaginal infection, female sexual dysfunction, nephrolithiasis, device expulsion, gingival bleeding, oophorectomy bilateral, abdominal pain, alopecia, vaginal discharge, fatigue, weight decreased, constipation, chills, migraine, bladder pain and gastrointestinal pain outcome was unknown, the anxiety was resolving and the cystitis, kidney infection, the last episode of nausea, diarrhoea, dyspepsia, headache, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder pain, chills, constipation, cystitis, depression, device breakage, device dislocation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, gingival bleeding, headache, hot flush, insomnia, kidney infection, menorrhagia, migraine, nephrolithiasis, oophorectomy bilateral, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of nausea and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received. Reporters information added.event:portion of essure device extruding through serosa at right cornu added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy and removal of the essure® devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: hsg test: confirmed full occlusion and proper placement. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.